Manufacturer narrative:
The following devices were also listed in this report: mdm liner; cat# unknown; lot# unknown. Mdm ball; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to infection. Rep reported that infection was found at the implant site after patient had contracted bronchitis. A washout with an exchange of the mdm liner and ball was performed.